Event description:
Pt came in for 6 month follow-up. Pt complained of abdominal pain. The pt's medical history showed pt was not an ideal candidate for open aaa repair. Pt has a history of serious wound healing problems. The physician performed an angiogram to perform an assessment. The angiography film, anterior to posterior view, showed a projection of contrast into the aneurysmal sac. The film could not verify whether it was an attachement leak or a graft leak. The physician inserted an occlusion balloon to the superior attachment site and inflated. Contrast was injected distal to the occlusion balloon via pigtail catheter. Contrast was visibly leaking into the aneurysm approx 3 mm distal to the superior attachment site. The physician decided to implant a smaller bifurcated graft inside the residing graft. The second graft was implanted without any incidents. Contrast was injected. There was a leak observed at the superior attachment site of the second graft. The contrast was leaking minimally between the original and second graft at the superior attachement site. The physician decided to place a palmaz stent at the attachment site. The physician lost control of the first stent during insertion and decided to deploy instead of further manipulating the location. The stent was deployed above the renal arteries. A second palmaz stent was inserted and was deployed at the superior attachment site. Final angiogram showed no leak of contrast into the sac nor between the grafts. Pt is recovering fine.